Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001822565 - 2019 - 01634, 0001822565 - 2019 - 01636. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no related manufacturing deviations identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient has pain, tibial loosening, chronic urticarial and sensitivities to nickel. The patient has not been revised. No further information is available at the time of this reporting.